Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked after compounding while still in the IV room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 20, 2018 - july 23, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.